Event description:
Zoll dist returned battery charger/modem sn (B)(4) to report that the charger/modem was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger resets) was confirmed. As received, the charger was unable to recognize or charge a battery. Upon eval, the u13 8-bit cmos flash micro-controller was corrupted. The cause of the inability to recognize or charge a battery is the corrupted u13 component. The root cause of the corrupted component cannot be positively identified. No adverse event resulted from the corrupted component.